Manufacturer narrative:
Lab analysis of the device found a syringe with 0.85ml of gel remaining in the syringe with a crack at the 3mm luer lock level.

Event description:
Healthcare professional reported a syringe of juvéderm¿ voluma¿ with lidocaine had a "defect". It was noted the syringe's thread was cracked, and the product leaked out. There was patient contact. No injury was reported. Packaged needle was used for injection.

Event description:
Additional information: the "leakage occurred during the injection in ck1 malar site, left side."

Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device history record (DHR) summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event as follows: method of use-posology: remove tip cap by pulling it straight off the syringe as shown. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position. If the needle cap is positioned, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise.

Event description:
Healthcare professional reported a syringe of juvederm voluma with lidocaine had a "defect". It was noted the syringe's thread was cracked, and the product leaked out. There was patient contact. No injury was reported. Packaged needle was used for injection.